Event description:
N/a.

Manufacturer narrative:
Trackwise#:(B)(4).updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 08/27/2024. An investigation was conducted on 09/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact bipolar jaws or the cutting blade. The blue toggle was able to manipulated to retract and extend the cutter blade. An electrical evaluation was conducted. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no sparks was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time and no sparks were observed. Based on the returned condition of the device as well as the evaluation results, the reported failures "failure to deliver energy" and "failure to cut" were not confirmed. The lot # 3000348178 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Manufacturer narrative:
Tw ID# (B)(4).the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 7 xb bisector (ous) would not fire or cut. A new device was used to complete the procedure. There was no delay. There was no patient harm.